Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 2 of 2 for (B)(4). It was reported by the affiliate in japan that during an arthroscopic bankart repair procedure on the left shoulder on (B)(6) 2023, four gryphon p br ds anchor w/orthocord devices were used. According to the report, after surgery, the patient fell early march. It was reported that both x-ray and CT showed that it was subluxated downward. It was reported that on follow up, a gurgling sound was heard in external rotation and abduction position. It was reported that the patient felt pain and pseudoparalysis occurred in deltoid and biceps brachii. It was reported that on (B)(6) 2023, a revision surgery was performed at the patient¿s request where abr and arthroscopic bristow were performed. It was reported that the specular image showed that loosening and bone loss was observed. It was reported that other soft tissues appeared to be anchored and braked. It was reported that although probing was performed, loosening was observed. It was reported that CT also showed anchor dislocation. It was reported that the surgeon decided to remove all the anchors and sutures. It was reported that during purging, it was confirmed that two lower anchors out of four that were inserted had come off. It was reported that these were firmly sutured to soft tissue; however, these were completely out of bone. It was reported that dissection for intraarticularly and debridement for arthrodesis was performed. It was reported that the surgeon tried to pull up the labrum and arthrodesis with a grasper to check the final design before anchor deployment. However, the labrum and arthrodesis did not come close to the desired position, possibly due to strong contracture. It was reported that although the labrum and arthrodesis were completely detached from the glenoid side, the afferents were still intact. It was reported that the patient could move the shoulder under anesthesia and there was no longer any snagging in the abduction and external rotation position. It was reported that abr was not performed because anchor might cause too much pressure or overstain; and therefore, only cleaning was performed. The revision surgery was completed successfully. The status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (9l35969), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.